Manufacturer narrative:
No lot # provided. Medical device manufacturer: unknown. Franklin lakes is being used. Medical device expiration date: unknown. Manufacturing location: unknown. Franklin lakes is being used. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had "foreign matter".

Manufacturer narrative:
Medical device manufacturer is corrected to (B)(4). Manufacturing location is corrected to (B)(4).